Manufacturer narrative:
This report is submitted on december 19, 2019.

Event description:
Per the clinic, the patient experienced skin inflammation, discharge and swelling. A skin revision was performed. The implant remains in-situ.